Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replaced the sram card. Sram replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system is not booting up all the way and a check sum error is displayed on the control panel at the end of the boot up process. There was no report of patient injury.